Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. It was reported that the device was inserted without difficulty and adequate mark was achieved. The foot was deployed and when the device was pulled back to appose it against the vessel wall, resistance was encountered. The physician stated that the device felt "stuck". It was reported that the device broke in two pieces leaving the distal guide and the sheath in the patient's artery. The patient was taken to surgery for removal of the device. The surgeon stated that the foot of the device was deployed outside the vessel in the subcutaneous track. It was discovered that both foot struts were broken off. The pieces of the foot were located and removed from the vessel. The vessel was repaired with a suture. The surgeon stated that the arteriotomy was located in the common femoral artery. The patient was discharged in 2003 and is doing "fine".